Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 886, 2199, 4582, 3001, 3331, 4114, 3224, 19). Component code: 866 - lenses. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Device problem code: 3001 - optical problem. Type of investigation #1: 3331 - analysis of production records type of investigation #2: 4114 - device not returned. Investigation findings: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issues and the most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting the endoscope was blurred so they had to open the leg of the patient during heparinizing. Approximately a half hour delay. The product was not changed out. The surgery was completed successfully.